Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach on a laparoscopic sleeve gastrectomy, the stapler was not able to fire. They opened another device to complete the case. There was no patient injury.